Event description:
It was reported that a signal loss occurred. On (B)(6) 2026 the reported concern was primarily related to a sensor connectivity and synchronization issue between the pod and dexcom cgm, resulting in difficulty maintaining glucose levels within range despite corrective actions and troubleshooting. At the ed the patient was treated with insulin and IV fluids and discharged after 4 hours. At the time of the report the patient was fine. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.